Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing and undersensing and ventricular undersensing were noted on the right atrial (ra) and right ventricular (rv) leads. It was noted at device classified termination of events, arrhythmia appears to continue. Both leads remain in use. No patient complications have been reported as a result of this event.